Manufacturer narrative:
(B)(4).

Event description:
The pt's catheter was fractured; they were not exactly sure what the cause was "besides other surgeries". The pt had no withdrawal symptoms and was being supplemented with oral medication. It was noted that the pt had "no bad effects from the catheter complication". The device system was used to deliver prialt (10 mcg/ml; 1.46 a day). Additional info has been requested, a follow-up report will be sent if additional info becomes available.